Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a balloon detachment occurred. The lesion being treated was located in the left circumflex artery (lcx). It was moderately tortuous. The balloon was stuck in the vessel and the physician could not get it out. The end of the balloon and the radiological marker tore away and could not be removed from the patient's body. The patient's condition was stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a balloon detachment occurred. The lesion being treated was located in the left circumflex artery (lcx). It was moderately tortuous. The balloon was stuck in the vessel and the physician could not get it out. The end of the balloon and the radiological marker tore away and could not be removed from the patient's body. The patient's condition was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device identified a complete balloon circumferential tear. The tear in the balloon was located approximately 6mm distal to the proximal transition zone. Further examinations of the device found a break in inner shaft at 24.8cm distal to the port. It was noted that the distal section of balloon tear and inner break were not returned for analysis. A microscopic examination of the balloon tear could not identify any anomalies which could potentially have contributed to the tear. An examination of the break site in the inner shaft found that the shaft was stretched at the break site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).